Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2014. Dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and fluctuating impedance. The presenting electrograms (egm) also noted a lack of capture at high output and an episode of high threshold on the atrial lead. Reprogramming was done to maintain atrial capture. The lv lead and the atrial lead remain in use. No patient complications have been reported as a result of this event.